Manufacturer narrative:
(B)(4). Concomitant medical products: versa-dial modular head with variable offset, catalog #: 113044, lot #: 588470; comprehensive primary mini length shoulder stem, catalog #: 113631, lot #: 286730; hybrid glenoid base, catalog #: 113956, lot #: 937910; versa-dial comprehensive standard adaptor, catalog #: 118001, lot #: 258190; 1/8 inch drill quick release drill bits, catalog #: 32-486265, lot #: 540020. The complaint device was not returned, and the reported event was not confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A review of the complaint history determined that no further action is required as no trends were identified. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is number 4 of 4 mdrs filed for the same patient (reference 0001825034-2017-03223 / 03224 / 03225).

Event description:
It is reported that the patient experienced soreness in the subscapularis, following left total shoulder arthroplasty. The patient was treated with physical therapy to strengthen the subscapularis. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03223, 03224, 03225, 03226, 05073. Review of x-rays determined that the event could not be confirmed. Only a very small osteophyte is noted along the superior margin of the glenoid on the exam from (B)(6) 2011, but is not seen on other time points. No humeral head osteophyte is noted and no erosions are seen from any time points. There is a superior glenoid osteophyte (only seen on (B)(6) 2011), but no posterior. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient experienced soreness in the subscapularis, following left total shoulder arthroplasty. The patient was treated with physical therapy to strengthen the subscapularis. The patient¿s condition completely resolved and the patient is doing well.